Manufacturer narrative:
H6 codes updated. Section d1 brand name corrected. Section d4 catalog number was corrected.

Event description:
The user facility reported that during support of impella 5, the patient was started on continuous renal replacement therapy (crrt) this morning, sedation vacation showed good neuro responses. The patient remains incredibly debilitated and weakness was able to stand one time however had ventricular tachycardia requiring patient to sit down. Currently in atrial fibrillation ( afib) rvr rates in the 140s. Note from critical care and cardiology discussion to be had with dr. (B)(6) regarding steps moving forward. Continue dialysis. Continue therapy. Does not appear to have signs of kidney recovery. Unsure of long-term destination plans. Informed patient passed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 updated. Investigation summary: no product returned. Peri-procedural adverse event - the causes of these injuries was not determined due to insufficient clinical details. Patient codes - renal failure: the cause of the renal failure was not determined due to insufficient clinical details. Tachycardia, paroxysmal atrial fibrillation: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1919463. Device history batch: subcomponent lot: n/a. Device history review: qn (B)(4) was opened for batch 1919463 related to legibility of labels. Mrb reviewed the impacted batch and confirmed that the labels are not legible or complete and must undergo rework. All reworks dispositioned as accept except the following s/n's: (B)(6). Therefore, pump s/n (B)(6) passed all post sterile inspection checks.